Event description:
A customer reported that discordant low sodium (na) results were obtained from the dimension xpand with hm system on two patients. The initial discordant results were reported to the physician(s), who questioned the results. The same samples were rerun on the same instrument without centrifugation. The corrected results were reported to the physician(s). There were no reports of adverse health consequences or known patient intervention due to the discordant sodium results.

Manufacturer narrative:
The siemens technical support center (tsc) analyzed the instrument data and determined that the cause of the discordant sodium results were due to user error: sample handling issue. The customer was using plasma and if the tubes are not full draws, platelets can form which can cause low results on initial aspiration. The customer was reminded of the proper sample handling and obtaining full draws. The tsc determined that there were no instrument issues pertaining to this event. The instrument is performing within specifications. Further evaluation of the device is not required.